Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number and 510k number has been requested and unknown at time of report.

Event description:
The customer reported that the monitoring monitor had a desaturation and did not alarm. The device was in use at time of event, it unknown if there was adverse event at time of event.

Manufacturer narrative:
A philips response service engineer (rse) spoke with the customer who alleged the surveillance monitors in room 14 had a desaturation of less than 20% and the monitor did not ring on (B)(6) 2023 between 12 p.m. And 12:20 p.m. The rse reviewed the audit logs and informed the customer that two rooms had the name "14" in their label (15-14 and 14-16), but it seems that room "15-14" corresponds to the one affected by the problem encountered by the department. The rse request the customer to confirm the exact affected room and the precise time slot of the undesirable event, but no response was provided. The engineer provided his analysis findings. The device was confirmed to be operating per specifications and no failure was identified. Alarms were generated and silenced by the users. If additional information is received the complaint file will be reopened.